Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter:¿ needle did not retract promptly, and catheter would not thread off needle when inserting peripheral IV. There is a significant glitch when pressing the retract button. I had to pull the needle all the way out, exposed, before it would retract. I tested a couple others with the same lot number; they were slow to retract.¿ kindly provide the date of event. 5/8/25 any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None to my knowledge.

Event description:
No additional information.

Manufacturer narrative:
Correction: cancel MDR. Upon further review by analyst/sme, this event is not MDR reportable because the primary failure, tip adhesion, is not MDR reportable. No injuries.